Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the patient leakage current test failed (0.531ma). The failure occurred during preventive maintenance testing. A getinge field service technician (fst) was sent for investigation on 2024-03-08. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure of the patient leakage test was investigated by getinge life-cycle-engineering (lce) on 2023-08-11. The exceeding of the value limit affects only the sensor panel da0, in which a higher capacitor value was installed. This complaint is in scope of fsca# (B)(4) (ongoing). According to the instruction for use of the cardiohelp device (chapter 6.4.1 "battery operation") for the case that the ac main connector is defective, the cardiohelp switches automatically to battery operation upon any interruption in the external power supply. Additionally a message and an acoustic signal will be triggered to inform the user that battery supply is used. The insulation resistance test is performed during preventive maintenance and is not a risk for the patient or operator. It is further stated in the instruction for use of the cardiohelp system, (chapter 4.5 "connecting external devices (optional)") to check the total leakage currents if the cardiohelp device will be used together with other medical devices. Based on the results the reported failure "patient leakage test failed" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during preventive maintenance testing . It was reported that the patient leakage current test failed (0.531ma). No harm to any person has been reported. Complaint ID# (B)(4).